Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded a battery depletion alert. A request was made to have data from this s-ICD device to be analyzed by boston scientific technical services (ts). Disk data analysis showed that the battery was depleting more quickly than expected. Ts recommended this device be replaced and provided a safe replacement interval. Subsequently the device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded a battery depletion alert. A request was made to have data from this s-ICD device to be analyzed by boston scientific technical services (ts). Disk data analysis showed that the battery was depleting more quickly than expected. Ts recommended this device be replaced and provided a safe replacement interval. Subsequently the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded a battery depletion alert. A request was made to have data from this s-ICD device to be analyzed by boston scientific technical services (ts). Disk data analysis showed that the battery was depleting more quickly than expected. Ts recommended this device be replaced and provided a safe replacement interval. No adverse patient effects were reported. Device remains in service.